Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer replaced the light crystal display (lcd) monitor to resolve the issue.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dim and flickering on and off. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their screen was dim and flickering on and off. The customer stated that the biomed stated the unit was off but the screen was flickering and the display was dim. The customer then confirmed the display was dim. The customer then requested the parts ID for the light crystal display (lcd) monitor. The rse informed the customer that the lcd was 2nd generation and the customer confirmed they would order it. The rse provided the customer with the parts ID for the 2nd generation lcd. The investigation is ongoing.